Event description:
Event description guidant received information that during the implant procedure multiple attempts were made to cross the tricuspid valve with this lead, to position it in the ventricle. The lead became entangled in the chordae tendinea of the valve. Several stylets were used in an attempt to try to free and remove the lead, however, this was unsuccessful. Therefore, the lead was surgically abandoned.